Event description:
Boston scientific received information that the patient with this left ventricular lead was hospitalized for an evaluation. The medical assessment confirmed loss of capture at maximum outputs and the physician suspected the lead had dislodged. To date, the patient remains hospitalized for a planned revision. No additional adverse patient effects were reported. Subsequently, surgical intervention confirmed a fractured lead. The product was explanted in the absence of adverse effects and another boston scientific lead successfully implanted. The explanted lead is intended to be returned for a post market evaluation.

Event description:
--

Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Additional information reported the lead was discarded at the medical facility and thus will not be returned for a post market evaluation to assess root cause. If new information is received, a follow-up report will be submitted.